Event description:
It was reported that an asymptomatic patient presented at the clinic for a follow up and lead noise was noted on the stored egm. The noise was not reproducible with isometric exercise. It was revealed that the patient was having carpel tunnel surgery at the time of the stored egms and the noise was most likely the result of electrocautery.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.